Event description:
It was reported that, after a tka surgery had been performed, the patient started experiencing pain, which was caused by synovitis. A revision surgery was performed to treat the event. Although the physician claims that the devices were not defective, the journey ii bcs xlpe insert was explanted. The patient outcome is unknown.